Event description:
Infection was reported. The device and two leads were removed and the system has not been replaced thus far. No further complications have been reported as a result of this event. On (B)(6): additional information was received. It was reported that the patient is deceased and died approximately two months post explant of an implantable pulse generator (ipg) system due to infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The event was previously reported for infection via the alternative summary report and the device system was returned indicating a patient death. Concomitant: product ID vedr01 implanted: (B)(6) 2011; product ID 5092 implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076. The lead was returned and analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.